Manufacturer narrative:
The product investigation was reopened to clarify/correct the investigation findings which resulted in the following updated investigation on 31-mar-2025. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection, force test and fourier transform infrared spectroscopy (ft-ir) of the returned device were performed. Visual inspection revealed a reddish material presumably blood in the pebax surface, additionally, was detected a white material and the electrode lifted on the surface of the pebax. The pebax was inspected and underneath the damaged electrode it was found a rupture. The device was connected to the carto 3 system, and it was recognized; however, the device was not visualized and errors 105 and 106 were displayed on the screen. Then, the handle was dissected and sensor pads were measured, and were found out of specifications due to an open circuit on the tip area. In addition, the device was dissected at the peek housing section and blood was detected inside the wires, additionally, insufficient adhesive was observed on the wires; this could be related to the open circuit observed; however, this cannot be conclusively determined. Then, a fourier transform infrared spectroscopy was performed and revealed that the composition of the foreign material particle on the electrode show characteristic polyethylene-base material with a second material sulfate barium (baso). Source of origin of contamination remains unknown, however, the foreign particle observed during the test is not related to the manufacturing process, the devices were inspected before leaving the facility as there are functional tests and inspections at control points based on the process. A manufacturing record evaluation was performed for the finished device, and no non-conformance was found during the review the force sensor error reported by the customer were confirmed. The root cause of the adhesive condition is traced to the manufacturing process. The pebax damaged, foreign material presumably blood inside the pebax and external particle (on the electrode) observed during the test were unrelated to the reported event by the customer. The potential cause of the external material could be related to the manipulation of the device during the procedure causing that the electrode to be damaged and blood to enter the wires area; however, this could not be conclusively determined. The instruction for use (IFU) contains the following warnings and precautions: if the catheter has not reached a steady state condition, there is potential for a zero-offset drift to occur which could result in an inaccurate contact force reading. Always zero the contact force reading following insertion into the patient or when moving the catheter from one chamber of the heart to another. Ensure the catheter is not in contact with heart tissue prior to zeroing. To ensure proper operation of the contact force sensor, the tip electrode and all four ring electrodes must protrude from the distal tip of the guiding sheath. The carto® 3 system instructions for use contain the following information: the magnetic sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications.. Corrective and preventive actions (CAPA) are being implemented to address manufacturing opportunities related to the force sensor issues. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 11-dec-2024. Following j&j medtech procedures, a visual inspection, force test and fourier transform infrared spectroscopy (ft-ir) of the returned device were performed. Visual inspection revealed a reddish material presumably blood in the pebax surface. Additionally, a white material was detected and the electrode lifted on the surface of the pebax. The pebax was inspected and underneath the damaged electrode it was found a rupture. The device was connected to the carto 3 system, and it was recognized; however, the device was not visualized and errors 105 and 106 were displayed on the screen. Then, the handle was dissected and sensor pads were measured and were found out of specifications due to an open circuit on the tip area. In addition, the device was dissected at the peek housing section and blood was detected inside the wires. Additionally, insufficient adhesive was observed on the wires; this could be related to the open circuit observed; however, this cannot be conclusively determined. Then, a fourier transform infrared spectroscopy was performed and revealed that the composition of the foreign material particle on the electrode show characteristic polyethylene-base material with a second material sulfate barium (baso). Source of origin of contamination remains unknown; however, the foreign particle observed during the test is not related to the manufacturing process. The devices were inspected before leaving the facility as there are functional tests and inspections at control points based on the process. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. The force sensor error reported by the customer were confirmed. The root cause of the adhesive condition is traced to the manufacturing process. The pebax damaged, foreign material presumably blood inside the pebax and external particle (on the electrode) observed during the test were unrelated to the reported event by the customer. The potential cause of the external material could be related to the manipulation of the device during the procedure causing that the electrode to be damaged and blood to enter the wires area; however, this could not be conclusively determined. The instruction for use (IFU) contains the following warnings and precautions: if the catheter has not reached a steady state condition, there is potential for a zero-offset drift to occur which could result in an inaccurate contact force reading. Always zero the contact force reading following insertion into the patient or when moving the catheter from one chamber of the heart to another. Ensure the catheter is not in contact with heart tissue prior to zeroing. To ensure proper operation of the contact force sensor, the tip electrode and the two distal ring electrodes must protrude from the distal tip of the guiding sheath. The carto® 3 system instructions for use contain the following information: the magnetic sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. An internal corrective action has been opened to address manufacturing opportunities related to the force sensor issues. Explanation of codes: investigation findings: open circuit (c0205) / investigation conclusions: cause traced to manufacturing (d03) / component code: sensor (g03012) were selected as related to the customer¿s reported a ¿force sensor error¿ issue. In addition, biosense webster inc. Analysis finding of the ¿errors 105 and 106 were displayed on the screen¿. Investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03)/ component code: sensor (g03012) and adhesive (g0405201) were selected as related to the customer¿s reported a ¿force sensor error¿ issue. In addition, biosense webster inc. Analysis finding of the ¿manufacturing process¿ related. Investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the biosense webster inc. Analysis finding of the ¿reddish material presumably blood in the pebax surface¿ and ¿rupture¿. Investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03)/ component code: adhesive (g0405201) were selected as related to the customer¿s reported a ¿force sensor error¿ issue. In addition, biosense webster inc. Analysis finding of the ¿insufficient adhesive was observed on the wires¿. Investigation findings: inappropriate material (c0602) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: electrode (g0201501) were selected as related to the biosense webster inc. Analysis finding of the ¿white material¿. Investigation findings: stress problem identified (c0706) / investigation conclusions: cause traced to user (d11) / component code: electrode (g0201501) were selected as related to the biosense webster inc. Analysis finding of the ¿electrode lifted¿. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified white material, electrode lifted on the surface of the pebax and underneath the damaged electrode it was found a rupture. Initially reported that there was a force sensor error on the catheter. The cable was changed and the problem was not resolved. Catheter changed and the problem was resolved. The surgery was not delayed due to the reported issue. There was no patient consequence. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 10-jan-2025, observed reddish material presumably blood in the pebax surface. Additionally, white material and the electrode lifted on the surface of the pebax. The pebax was inspected and underneath the damaged electrode it was found a rupture. The event was originally considered non-reportable, however, bwi became aware of white material, electrode lifted on the surface of the pebax and underneath the damaged electrode it was found a rupture on (B)(6) 2025 and have assessed these returned conditions as reportable.